Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1-correction to (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump was exposed to moisture before it lost power and emitted quiet audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/05/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: evidence of por event post ¿cs052/cs054¿ alarms is observed in the black box on (B)(4) "201". ¿ez-prime¿ steps were performed correctly, all currents draw are within specification. No power interruption or any eaw occurred during the investigation, the product performs within spec, unable to duplicate ¿power issue¿ complaint. Moisture corrosion is observed on the display screen inside the pump. The battery compartment is cracked below the bumper pad, leak test failed due a battery compartment leak. The pump¿s cover was removed, further moisture corrosion was found inside the pump to the display screen, to multiple circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.